Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120146.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode switch (ams) episodes and had high pacing impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.